Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump motor position encoder error and motor error alarm and able to complete pump rewind. The customer¿s blood glucose level was 6.7 mmol/l at the time of the incident. Customer reported that they were able to clear the alarm. The customer stated that the drive support cap was normal. The customer assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.